Event description:
It was reported that the right ventricular (rv) lead was surgically repositioned due to sensing failure was observed and dislodgment was confirmed via device check and chest xray. This lead remains in service. No additional adverse patient effects were reported.